Event description:
During a routine check of the unit, the company representative observed that the unit failed the safety disk leak test and condensate removal module had a leak. No patient was involved.

Manufacturer narrative:
The company representative observed that the unit failed the safety disk leak test (the pressure difference was more than -5 mmhg. Since the safety disk was to expire on november 11, 2011, the safety disk (part number 0997-00-0985-01) was replaced. The company representative replaced the condensate removal module (crm) (part number 0997-00-0986-01) as the crm had a leak. The company representative also replaced luer fitting (part number 0103-00-0398-01) and power on/off cable assembly (part number 0012-00-0834). The company representative adjusted the autofill volume from 85 mmhg to 102 mmhg. The company representative checked pneumatic performance service diagnostics, preventive maintenance with full calibration, functional tests and safety checks. The unit met factory specifications and was returned to the customer. (B)(4).